Event description:
Additional information was received indicating that after the reprogramming was performed additional low pacing impedance and loss of sensing were noted on the right atrial (ra) lead. Diagnostic imaging was performed and no anomalies were observed. Additional reprogramming was performed. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the low pacing impedance and noise resulting in oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).

Event description:
It was reported that during a remote follow up, low pacing impedance and noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, diagnostic imaging was not performed. The device was reprogrammed to address the event. The patient was in stable condition.